Event description:
It was reported that after a deep brain stimulation lead implant procedure, the patient experienced a seizure. The patient was admitted overnight into the intensive care unit and was release the following day. The patient is doing well.